Event description:
It was reported that the device was indicating "invalid data." Additional information obtained through follow up with the clinic indicated that the patient was brought into the clinic and a device check and reset was performed and the error reportedly cleared. The device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Please note the initial regulatory report for this reportable complaint was timely submitted on (B)(4) 2011 under manufacturing report number 2183613000-2011-00376-1; however, the incorrect suspect medical device was reflected and as a result the report required redaction (which was completed on (B)(4) 2011). Accordingly, this report should be regarded for this reportable complaint.

Manufacturer narrative:
Corrected: previously submitted follow-up report #003 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: previously submitted follow-up report #003 should have been sequenced #002, so this report is being submitted as a placeholder with the sequence #002. If information is provided in the future, a supplemental report will be issued.